Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump screen unexpectedly turned off. During troubleshooting with tandem technical support, it was found that the customer accidentally turned the pump off. Customer had elevated blood glucose (bg) levels (271 mg/dl). The pump was successfully tuned back on. Customer delivered a bolus to address elevated bg levels..